Event description:
A male pt underwent thoraco-abdominal aneurysm repair on (B)(6) 2010 covering the left subclavian artery -no endoleak on final run. A new scan was done on (B)(6) 2010 with a large proximal endoleak. The subclavian stump seemed to be filling either from not having a completed seal or possibly leaking from the s/p transposition. The area rep had the post scan sized on tera recon to determine if there was a landing zone to the left carotid. A second procedure was done on (B)(6) 2010. The physician isolated out the left carotid with wire access and landed the device at the left carotid. There was no flow on the final run into the left subclavian, but there was a very alte blush possibly from transposition. The physician was satisfied with the final run and the pt did well. The pt will be scanned in 30 days. The pt expired.

Manufacturer narrative:
(B)(4). The investigation is in progress.